Manufacturer narrative:
(B)(4). Should any further information become available, a follow up will be sent.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during initial drain was not confirmed due to a lack of sample. The cause was undetermined. The batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A home patient (hp) contacted baxter's technical service center regarding a system error (se) 2240 alarm that appeared on the home choice (hc) machine during initial drain. The technical service representative (tsr) explained the se alarm indicates air entered the set up. The tsr instructed the hp to end therapy and start over with all new supplies. The tsr also advised the hp to call her nurse in the morning. The tsr assisted the hp to end therapy. There was no patient injury or medical intervention associated with this event.